Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported that the user experienced elevated blood glucose up to 400 mg/dl despite announcing meals and receiving insulin dosing. The user reported persistent highs after dose delivery. Additional training was scheduled for the patient. No external assistance or medical intervention occurred.